Event description:
Loss of resynchronization despite various settings tested. Lead explanted and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the distal fragment was received for analysis. The proximal fragment including the connector pin was not returned. An extraction aid was found inside the fragment. The lead body was found stretched with several insulation damages that most likely occurred during the extraction procedure due to tensile stress. No deviations were found that might have led to the observed loss resynchronization. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.